Manufacturer narrative:
The device is alleged to be a recalled composix kugel; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Davol has received additional information indicating that since filing the lawsuit the pt has expired; therefore, we are submitting this MDR based on this information. Based on a review of the medical records provided; this is an elderly pt with a medical/surgical history significant for crohn's disease, and mesenteric venous thrombosis requiring a colon resection performed in (B)(6). He developed an incisional hernia and underwent repair (performed in (B)(6) in 2001). It is reported that after visiting (B)(6) in (B)(6) 2011, he returned to the USA and went directly to the ER with complaints of pain with abdominal wall abscess and deep venous thrombosis where he was admitted for an extended period. During this time he underwent mesh excision. The pt was readmitted and was treated for sepsis. As reported, the pt continued to experienced poor health and expired on (B)(6) 2012. It appears that an autopsy was not performed. The immediate cause of death listed on the death certificate is hemorrhagic shock and coagulopathy of end stage liver disease with underlying causes of chronic abdominal wound and malnutrition, high output enterocutaneous fistula and bowel ischemia. Based on the information available at this time, no definitive conclusions can be made. It cannot be determined to what degree the device may have contributed to the reported adverse pt outcome. The recoil ring which was reported to have been noted as being "broken" by the explanting surgeon stated, "I do not know if that is related to its inherent defect or due to our manipulation." The explanted mesh was not returned to davol therefore, an analysis of the device was not performed. No product identifiers were provided, therefore we cannot confirm what device was implanted. The events surrounding the implant procedure are unknown however, the products IFU warns against cutting or reshaping the composix kugel mesh. "If the posiflex monofilament is cut or damaged during insertion or fixation, additional complications may include bowel or skin perforation and infection." Adhesions and injection are both known adverse events listed in the IFU. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged disability, abscess, infection, pain, fever, additional surgery, broken ring, defective mesh, and explant. The following is based on the medical records provided by the pt's attorney: ni/ni/2001 - ventral hernia repair with placement of an "inorganic mesh" alleged to be composix kugel mesh (no information was provided for this procedure). On (B)(6) 2011 - extended hospital stay. On (B)(6) 2011 - drainage of abdominal wall to mesh abscess. The mesh was noted to have been torn away from the abdominal wall. On (B)(6) 2011 - drainage of abdominal abscess and intestinal fistulas with removal of infected mesh. The surgeon noted, in regards to the excised mesh that "the ring was broken, however I do not know if that is related to its inherent defect or due to our manipulation" (note: the discharge summary noted that the mesh had eroded into the bowel). On (B)(6) 2011 - re-exploration laparotomy, abdominal washout, and repair of leaking small bowel fistula. On (B)(6) 2011 - surgical closure of enterocutaneous fistula. On (B)(6) 2011 - hospital stay. Pt discharge diagnoses was acute liver failure, sepsis, dehydration, large intestinal cutaneous fistula, severe malnutrition, and hypertension. On (B)(6) 2012 - hospital stay for lethargy and weakness. On (B)(6) 2012 - hospital stay. Admitted for, failure to thrive, elevated liver enzymes, malnutrition, fistula, and acute renal failure. On (B)(6) 2012 - admitted for anemia in the setting of chronic bleeding from the enterocutaneous fistula. Reportedly, during this stay the pt experienced liver failure, renal failure, respiratory failure and cardiac failure. The pt's family decided to withdraw support and the pt expired on (B)(6) 2012.